Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The rptr, the pt's father, reported the pt obtained the blood glucose reading of 26.0 mmol/l (468 mg/dl) and had a blood ketone level of 1.6 mol/l the pt did not report any symptoms of high or low blood glucose levels. The pt did not seek medical attention. The pt corrected his blood glucose level by taking an insulin bolus via a syringe. The rptr noted the pump used a large volume of insulin to prime, and a grinding noise during the loading step. Troubleshooting revealed the pt's technique was correct, there were no leaks seen at the infusion site of the cartridge or tubing and the pump programming was set correctly.